Event description:
It was reported a clinical study, pt had a benign prostatic hyperplasia (bph) procedure on (B)(6) 2012. Six months and twenty two days post procedure, the pt presented with retrograde ejaculation, onset date (B)(6) 2012. No further information was available.

Manufacturer narrative:
Pt code: used for retrograde ejaculation.